Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "stenosis" was unable to be confirmed due to unavailability of returned device/relevant imagery/relevant medical records. It is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. A technical summary applies to this complaint event and establishes, through extensive complaint investigations, that stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). Therefore, it is likely that these patient/procedural factors may have caused or contributed to the stenosis/increased gradient event post-implantation. Review of the IFU and training materials is detailed in the technical summary and continues to provide adequate instructions on device use, risks, and precautions. In addition, review of manufacturing mitigations is captured in the technical summary, which are still in place. With no unique issues or concerns raised with this complaint, this event will be included in ongoing monitoring and trending with no pra or CAPA required at this time. Multiple attempts have been made to obtain additional information with no response. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing. H3 other text : remains implanted.

Event description:
As reported bya field clinical specialist, a patient underwent a transfemoral tavr procedure with a 20mm sapien 3 ultra valve in aortic position. Approximately 3 years and 3 months post tavr, the patient is now being worked up for a valve in valve procedure due to severe aortic stenosis.